Event description:
Alerts were triggered for high undefined oor pacing, svc, and rv defibrillation impedances. All impedance appear to be varying as well. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).